Manufacturer narrative:
Block b3: exact date unknown, event occurred july 24, 2024 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing tingling in his lower extremity. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing well postoperatively. The explanted device was not released by the facility.

Event description:
It was reported that the patient was experiencing tingling in his lower extremity. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing well postoperatively. The explanted device was not released by the facility.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review did not reveal any anomalies as it states: "undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure" and "persistent pain at the ipg or lead site" are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.